Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient seeking legal action. Doi: unknown- dor: unknown (unknown hip). *\patient is a resident of (B)(6). The devices associated with this report were not returned and are presumed yet implanted. No revision was reported and no specific patient problems associated with the depuy devices has been provided. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding this report. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Event description:
Patient seeking legal action.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.